Event description:
It was reported that during the implant attempt the wrong sheath was used with the lead and the lead could not be removed from the sheath. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. The lead was stretched. All conductors were stretched. All insulators were pulled apart (overstress). The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a breached cut. Visual inspection revealed that the wrong sheath was used on the lead and the lead was damaged during the implant attempt.